Event description:
Information was received that a smiths medical portex bivona flextend straight pediatric tracheostomy tube flange tore off while in use with a patient. Subsequently, a tracheostomy change out was required by the patient's mother. No adverse patient effects resulted.